Event description:
It was reported an effusion occurred. An intellanav oi ablation catheter and another manufacturer's steerable sheath were selected for use during a procedure to treat premature ventricular contractions (pvc). There was a small effusion in the right ventricular outflow tract. The cause of the effusion was unknown; there had been no resistance felt while maneuvering the catheter. The patient was fine with no additional adverse effects. The physician drained some blood following the procedure.